Manufacturer narrative:
The reported event was confirmed cause unknown. Received three photo samples. The first one showcases an overview of the three-way catheter. The second photo zooms into the deflated catheter balloon. The last photo shows the catheter cap and lot nggy5003. It was also received 1 all-silicone temp sensing foley catheter with sample port connector. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and no leaks were observed. Catheter rested with no leaks. The inhouse syringe was connected and it was able to return the 10ml in less than five minutes however cuffing was evidenced. This is out of specification which states: " balloon must not cuff after deflation in accordance ". Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be balloon material does not shrink quickly enough. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings: 1. Method for use: (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients: patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients: patients with known allergy to silver coated catheter." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter fixation water was difficult to draw. Per additional information via email from ibc on 28mar2024, it was stated that the event occurred during the use. Per notification from investigator on 20-jun-2024, it was found that the balloon was mushroomed during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter fixation water was difficult to draw. Per additional information via email from ibc on 28mar2024, it was stated that the event occurred during the use. Per notification from investigator on 20-jun-2024, it was found that the balloon was mushroomed during sample evaluation.